Manufacturer narrative:
This report is submitted on october 05, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. There are plans to place a longer abutment; but has yet to occur as of the date of this report.

Manufacturer narrative:
This report is filed on july 31, 2018. (B)(4).